Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting a 'blue screen' while setting up for use on a patient. They noted that the unit alarmed constantly and had to force shut down. They have been able to power the unit on without having the issue to recur. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, they want an fse (field service engineer) tp come on-site to check the unit out. Vyaire sent the tech bulletin to send in logs and awaiting fse for quote estimates. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding 'blue screen' while setting up for use on a patient. Vyaire received main electronic assy bellavista 1000 p/n 030.500.060 s/n (B)(6) (epc s/n (B)(6) rev a.2, assembly p/n 304.226.000 s/n (B)(6) rev f, pcb p/n 304.132.000 s/n (B)(6) rev08, running software version 6.1.0.2, formerly installed in bellavista 1000 us p/n 301.100.030 s/n (B)(6)) under rga (B)(4). The log file was downloaded and found ¿ui overload detected. Locked touch input¿ and cfb logs error warnings. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top-level system, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. A check of the drop-down status bar showed the power cord symbol as connected (with battery status showing that the batteries are charging successfully), and the power indicator led on the left-hand side of the ventilator was lit up green. After a 30 minute warmup, zero pressure calibration, circuit ¿e¿ test, test base unit, self-test, and o2 calibration were performed and passed with no functional issues found. The bellavista unit was set to ventilate on a test lung and monitored on a pfc-3000 flow analyzer with previous user¿s settings and functioned as expected with no alarms or warning messages. The bellavista was then set to ventilate (according to the bellavista service manual chapter 9: verification section) with ventilation test pressure control settings (including the fio2 set to 21%, 70%, and 100%) and then with ventilation test volume control settings and continued to function as expected with no alarms or warning messages. Power was cycled off (via standard shutoff procedure) then on 10 times and each time shutdown and booted up successfully with no issues, alarms, or warning messages. The bellavista was then tested in an attempt to induce the apphang issue mentioned in the log file evaluation above. The apphang error was duplicated. After the apphang error, the bellavista unit alarmed constantly and had to be forced shutdown. The reported complaint was confirmed and duplicated in the fa lab. Fa lab investigation and logfile shows the failure. Investigations performed on similar cases proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". The reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next sw release.